Event description:
Spontaneous call: pt reports, pump alarming no disposable, damp tubing. Pt tried to read just cassette. Did not work. Switched to new cassette and infusing. No lapse in infusion or side effects reported. Infusion is life-sustaining. Outcome? Resolved. Lot number is not available. Did the reported product fault occur while in use with pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the cassette available to be returned for investigation? Yes, but not the packaging; what is the outcome of the event? Resolved, switched to new cassette describe in detail any, and all damage to the cassette: none noted. Has this incident happened within the past 6 months? Yes, this is the 3rd time but this incident relates to once cassette. Pt declined nursing evaluation. No additional information known at this time. Reported to (B)(6) by pt/caregiver.